Event description:
The customer reported system would not boot up. A file system corrupt message was displayed on the workstation right monitor. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.